Event description:
The customer reported concurrent flow. The secondary tubing set was connected to a primary tubing set and was being used for piggyback delivery of an unspecified concentration of magnesium sulfate via an unspecified pump. After an unspecified length of time in use, the nurse returned to the patient's room expecting delivery of the piggyback to be complete; however, both the secondary and primary solutions was delivering. The nurse increased the height of the secondary solution container and the primary solution container continued to deliver. The secondary tubing set was replaced and the piggyback delivery was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.